Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to misuse.

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2015. During the procedure, three sutures would not deploy and pass through the tissue. It was noted to be possibly due to an issue with the suture passer and the patient's tissue being too tough to pass through. A competitor instrument was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under instructions for use, number 3 states, "failure to ensure jaw remains fully closed may result in device malfunction."